Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The idea testing identified the pump had no audio. Service evaluation verified the pump had no audio. The cause was identified to be a loose back flex and the connection was reseated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, had no sound. No additional information is available.